Manufacturer narrative:
(B)(4). Linked to ran (B)(4). Product returned and evaluated. Can not duplicated problem, syringes draw insulin from a vial. No defect found. Refered to ran (B)(4) for details about investigation. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on (B)(6) 2016 in a follow-up call to ensure that the replacement products resolved the initial concern; I was able to make contact with the pharmacy manager. She stated the customer say the syringe appeared to not have a hole at the end so nothing would come out. She replaced the syringes for the customer and I will replace the syringes back to to the pharmacy. The brand is preferred plus but if it is not available the housebrand will be ok. Customer is feeling well and no issues due to the syringes not working.

Event description:
Pharmacist send and email on behalf of the customer: I'm pharmacy manager. I had a patient bring me back defective syringes, claimed that the syringe did not have a hole at needle. The elderly patient was quite upset. Not sure how to go about getting this issue resolved to get the patient her syringes. The ndc of the product is (B)(4), upc is (B)(4) exp 2018-11-10 and lot np15252. Hope to be hearing from you soon. We send and email to the pharmacy requesting a contact information to get the syringes replaced.